Event description:
Additional information received reported the doctor indicated that he was impressed with little radial force from the device in the distal area, which made it impossible to anchor it in the silvina artery, which is why distal shortening occurred and he could not position the device. The doctor did not feel friction or friction from the device, even so he mentioned that it was a complex case with a segmental defect of the artery and a wide neck with a long margin to cover.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within a sealed glass container. Visual inspection/damage location details: the pipeline assembly was not returned. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be collapsed and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿braid foreshortening¿ was unable to be confirmed as the proximal and distal braid ends were unable to be determined. It is likely the cause for ¿braid foreshortening¿ is the result of braid incorrectly sized to vessel. However, the cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿movement during deployment¿ was unable to be confirmed. It is likely the cause for ¿movement during deployment¿ is the result of high force delivery, catheter kickback, or insufficient distal anchoring of braid. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the the distal anchor of the pipeline vantage failed in the m1-m2 segment during implantation and the device presented distal shortening. This effect caused it to become apposed within the aneurysmal sac. It was recovered on 3 occasions and was repositioned more and more distally, which did not improve anchorage. Upon losing the entire system, it was decided to remove the device and use another one of greater length. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. Angiographic results post procedure showed aneurysm exclusion. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the paraclinoid region. The max diameter was 20mm, and the neck diameter was 12mm. The patient's vessel tortuosity was moderate. The landing zone was 3.7mm distal and 5mm proximal. The access vessel was the ica, which was 6mm in diameter. Dual antiplatelet treatment was administered (aas, prasugrel). Ancillary devices include a navien 6fr guide catheter and phenom 27 microcatheter.